Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up on (B)(6) 2019, a decreased r wave amplitude and an increase in pacing threshold was observed. An ablation procedure was performed prior to this follow-up which was the suspected cause in the change of sensing and threshold so no intervention was performed. Then, on (B)(6) 2020, the right ventricular (rv) lead was capped and replaced due to high pacing threshold, decreased r wave amplitude, and decreased pacing impedance. The patient was stable and experienced no adverse consequences.